Event description:
Dealer says the left brake stops faster than the rt. Dealer says the left brake intermittently goes out of gear.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.